Event description:
As reported: "during t2h surgery, screws were inserted to the distal holes of the nail and the fracture was crimped with a back strike. The drill then did not pass through the oblique hole of the nail during fixation of the proximal holes. After changing to screw insertion into the transverse holes, the drill did not pass through, so the connection between the device and the nail was retightened with a wrench, but the situation did not change. The screw hole was widened in order starting with the thinner k-wire and finally the drill was passed into the hole, the tip of the drill broke off in the hole, and it was left in place. Furthermore, the device connections of the nail was observed to extend outward over the entire circumference. Finally, one screw was inserted in the proximal oblique hole, and the surgery was completed by tightening the end cap".

Manufacturer narrative:
Correction - please refer to b2, d9 - the product was not returned, g1 reporting contact. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event related to the nail. Excerpts from the clinical assessment in a similar case: ¿an intra-operative breakage of a drill is a rare but common complication and well known to an experienced user. It is caused by twisting the drill and too much bending. Breakage caused by material defect is very rare in current manufacturing technology. It is of interest whether a broken part of a drill can be left in the bone or should be retrieved; also in the case that greater harm to the bone would be done. It is well known to an expert user that a broken part of a drill which is completely embedded in the bone normally does not cause any harm. In absence of a nickel allergy, the material used for the drill does not cause any local or systemic incompatibility. Therefore, no further surgical procedures in this special case are required.¿ however, it lies in the responsibility of the treating surgeon to leave or to remove the broken off part. Further, as requested by the sales rep, raw material certificate of the failed drill was traced using the lot number which shows that the drill is not having nickel. The material used is stainless steel 440b (1.4112) which contains carbon, phosphorus, silicon, sulphur, manganese, chromium, molybdenum, vanadium and iron. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during t2h surgery, screws were inserted to the distal holes of the nail and the fracture was crimped with a back strike. The drill then did not pass through the oblique hole of the nail during fixation of the proximal holes. After changing to screw insertion into the transverse holes, the drill did not pass through, so the connection between the device and the nail was retightened with a wrench, but the situation did not change. The screw hole was widened in order starting with the thinner k-wire and finally the drill was passed into the hole, the tip of the drill broke off in the hole, and it was left in place. Furthermore, the device connections of the nail was observed to extend outward over the entire circumference. Finally, one screw was inserted in the proximal oblique hole, and the surgery was completed by tightening the end cap".

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.